Event description:
Pt had total hip placed in june 1992. Has had multiple hip dislocations since that time, three since 12/96. In 1/97 was fitted with a hip reduction orthosis. Pt was found on the floor 4/18 with dislocated hip and was brought to ER. Family elected to have a revision arthroplasty of the hip performed.